Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. The patient reported their device wasn't working. They stated they got it for bowel. The caller said they needed to be reprogrammed. They tried to do it online the week prior. It didn't work well and they were advised to call the manufacturer to have a representative meet them at the surgeon's office. They reported they had an appointment scheduled with their healthcare provider (B)(6) 2019 they were hoping to request a rep to be at their appointment. The patient reported this was a gradual change. No further complications were reported or anticipated.